Event description:
Unable to retrieve fractured wire tip from patient's proximal obtuse marg. Elective cardiac catheterization due to abnormal stress test. During percutaneous coronary intervention, wire tip fracture of whisper wire into the proximal om: attempted retrieval using gooseneck snare, multiple wires loop, semi-inflated balloon was pulled back, were all unsuccessful for which we ended up stenting over the wire and the lcx with the proximal lc" stent: 3.5 x 18 mm des above.